Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 450 (mg/dl). Customer attempted to change infusion site three times and administer manual injections to stabilize bg levels; however, bg only decreased to 317 (mg/dl). Although requested by tandem technical support, customer declined troubleshooting for the pump or additional follow up.